Event description:
The hosp reported that at the end of the coronary artery bypass graft procedure, the seal did not unravel completely during removal process. After the heart string was pulled out, bleeding started at the site of removal. The surgeon put his finger on the hole and applied a sidebiter clamp to repair the site where the coils came out. No add'l pt complications were reported by the hosp.